Event description:
In 2008 - rep stated he was doing a leakage test on the bed and could not get a ground reference on this bed. In 2008 - sum - problem: loose ground connections. Cause: staff was pulling the bed away from the wall too far. Repair: one leg of power cord had come loose and he reconnected the ground power.